Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced low glucose readings on the pump and was advised to confirm with a fingerstick, which read 76 mg/dl; the user then recalibrated the system and ingested oral glucose in 20 g increments with follow-up monitoring until the glucose was trending safely, with the pump reading 75 mg/dl during the call. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and real-time troubleshooting education with no hospitalization. Investigation included phone-based assessment, confirmation of blood glucose via fingerstick, and device recalibration. Investigation of this case revealed no device malfunction identified during the call, with hypoglycemia occurring in the context of recent changes in eating habits and a functioning device that responded to recalibration and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.